Event description:
It was reported that the cat scan (CT) showed the position of the catheter was correct and there was no abnormality found during rinsing of the central lumen. When removing the spring wire guide (swg) after the intra-aortic balloon (iab) catheter was inserted it was not smoothly. The swg was finally removed after many attempts were made. The catheter was removed and the procedure was cancelled. It was reported that the patient was injured and a surgical incision was required. The medical intervention required was a compression hemostasis. There was no report of patient death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of swg removal difficulty is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: for related complaint on the same patient and event see MDR #3010532612-2019-00347 and tc # (B)(4). The complaint was reopened to investigate the device that was returned to teleflex for investigation. The reported complaint of iab swg removal difficulty is not confirmed. No damage or abnormalities were noted to the returned iab or the guidewires. During functional testing, no resistance or difficulty was noted upon loading the guidewire into either end of the returned iab. The guidewire was able to advance through the central lumen. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Additionally, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iab bladder in the packaging tray. This damage indicates the iab was not prepped correctly per the IFU and can result in damage to the iab. An in-service has been requested to reiterate the instructions for use (IFU), including the appropriate method for iab prep/removal from its packaging. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. Teleflex will continue to monitor.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of swg removal difficulty is not able to be c onfirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: for related complaint on the same patient and event see MDR #3010532612-2019-00347 and (B)(4).

Event description:
It was reported that the cat scan (CT) showed the position of the catheter was correct and there was no abnormality found during rinsing of the central lumen. When removing the spring wire guide (swg) after the intra-aortic balloon (iab) catheter was inserted it was not smoothly. The swg was finally removed after many attempts were made. The catheter was removed and the procedure was cancelled. It was reported that the patient was injured and a surgical incision was required. The medical intervention required was a compression hemostasis. There was no report of patient death.

Manufacturer narrative:
(B)(4). For related complaint on the same patient and event see MDR #3010532612-2019-00347 and tc # (B)(4).

Event description:
It was reported that the cat scan (CT) showed the position of the catheter was correct and there was no abnormality found during rinsing of the central lumen. When removing the spring wire guide (swg) after the intra-aortic balloon (iab) catheter was inserted it was not smoothly. The swg was finally removed after many attempts were made. The catheter was removed and the procedure was cancelled. It was reported that the patient was injured and a surgical incision was required. The medical intervention required was a compression hemostasis. There was no report of patient death.